Manufacturer narrative:
Correction: product and related fields updated to proper value.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The rollingstone computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information that, while in a cranial resection procedure, it was reported the medtronic logo was suddenly displayed on the screen when waiting with the registration screen on the computer, before registration was performed. Following receiving the medtronic logo, the computer became unresponsive. The issue was resolved by restarting the computer and the computer could be used without issue. There was no delay reported due to the issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided.